Event description:
Mobilit revision due to dislocation.

Manufacturer narrative:
Per 7839 - final report. Additional information including operative notes, x-rays, patient age and medical history, part numbers and lot codes, date of the first surgery, if the patient experienced any trauma and if both parts have been revised, have been requested in order to progress with the investigation of this event. And if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been requested and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per (B)(4) - final report. Operative notes, x-rays, patient age and medical history, part numbers and lot codes, date of the first surgery, if the patient experienced any trauma and if both parts have been revised, have been communicated in order to progress with the investigation of this event. The appropriate device details were provided. The relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specifications at the time of manufacture. Following discussion between our hip marketing manager and the surgeon, it was confirmed that the surgeon "broke" the insert while trying to retrieve it with a clamp in the tissues. The insert was well separated from the head. The surgeon suggests that this dislocation is the consequence of the bad impaction of the head in the insert during first surgery. The investigation of this event is now complete, and this case is considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit / trinity revision after approximatively 3 months due to dislocation.